Manufacturer narrative:
The reported device was evaluated. The reported complaint was confirmed. It was discovered that one side of the jaw was broken off at the distal end of the article that was the subject of the complaint. During the examination, it was noticed that there was slight corrosion at the point of breakage. This might be caused by micro cracks in the material, which in turn might be caused by the high usage of the item. According to the lot, the item was manufactured in december 2015, which would mean that the item is 8 years old. During this time, both the chemical treatment cycles and the working cycles had an effect on the instrument, and as a result, the jaws were fractured due to the force exerted when using the instrument. No corrective actions necessary as there is no critical and/or systematic deviation found during investigation. This comlpaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device was returned and the initial evaluation was performed. The reported issue was confirmed. The one half of the jaw was broken off and gone. Further evaluation of the issue is pending. Once the evaluation is completed, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the clickline insert's jaws broke during laparoscopic ovarian cystectomy surgery. While removing the bowel grasper, the surgeon discovered that half of the insert's tip was missing. X-ray was performed and the attending radiologist located the foreign object that matched the missing piece. General surgery consult was called and the broken piece was retrieved. There was no report of injury to the patient.